Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital after receiving inappropriate hv therapy for post-sensed t-wave oversensing. Other events were observed that contributed to the hv therapy, but appeared to be a premature ventricular contraction (pvc) or junctional rhythm. Programming changes were made. Patient was stable.